Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller and batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event could not be confirmed on the reported event date, however, multiple instances of premature power switching events and "critical battery "alarms were noted. Analysis of controller and batteries ((B)(4)) revealed that the device met specifications; the devices passed visual inspection and functional testing. Analysis of battery ((B)(4)) revealed that the device failed to meet specifications; the battery failed due to a faulty internal cell pair. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event is a faulty cell. The manufacturer is undergoing an internal investigation to evaluate these types of issues. Following additional regulatory authority feedback, the manufacturer has expanded the field safety corrective action (fsca) to recall certain older batteries (referenced under file name: fsca apr2014.1). The expansion of this fsca is to remove certain older batteries which were produced in specific ranges of battery serial numbers which are more likely to exhibit premature or unrecognized deterioration of battery capacity. Our risk assessment for this issue remains unchanged at this time. Complaints will continue to be closely monitored to ensure that the ventricular assist device system functions as intended and to assess the effectiveness of the fsn for additional actions. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported that the batteries sometimes change the power port even if they are fully charged. The facility stated that there was no visible damage to the pins on the controller. The patient does not trust the controller and the facility decided to exchange the controller and the batteries both for security and to reassure the patient. The controller exchange was performed without any problems or symptoms for the patient. The facility removed the controller and all four (4) batteries from service and provided the patient with replacement devices. The devices have been received by the manufacturer for evaluation.